Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event, although inadequate cortical support is likely a factor.

Event description:
The patellar component was revised. Upon revision the patella was found to exhibit delamination.